Event description:
It was reported to Philips that the Image Processing computer was unable to turn on. The device was in clinical use at the time of reported event. The routine examination was aborted as the frontal plane was unavailable. The procedure was rescheduled with additional local anesthetic and arterial puncture.An investigation into this complaint has been initiated by Philips.